Event description:
Related manufacturer reference number: 2017865-2022-04829. It was reported that the patient presented in clinic for implantation of a cardiomems device. During procedure the left ventricular (lv) lead was pulled back and dislodged. The physician elected to explant the lead and plug the left ventricular port. During explant of the lv lead, the atrial lead was pulled back and the physician elected to also explant the lead and plug the atrial port. The patient was stable post procedure.